Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 82 year old caucasian female who underwent a breast reconstruction revision with an unknown mentor saline breast implant, experienced right-sided deflation postoperatively. The patient reported that the right side looks smaller than the left side, with no sever pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.